Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall. The perforation was confirmed via x-ray imaging and had resulted in loss of capture. Subsequently, a revision procedure was required to explant the lead and another passive rv lead was implanted successfully. No additional adverse effects to the patient other than the revision procedure.